Event description:
It was reported that there was a potential sterility breach on the packaging of two devices. It was also reported that these devices were not used on a pt and the sterile area was not compromised. It was further reported that there were no delays as a result of this event.

Manufacturer narrative:
The two devices subject to this investigation were returned for eval. It was visually confirmed that the packaging material for both devices was brittle. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged." An alternative packaging material has since been implemented to address this issue.